Manufacturer narrative:
Analysis of the pump revealed no anomalies. The proximal catheter was returned. Analysis of the catheter ((B)(4)) revealed a tear in the sutureless connector seal near the guide ring.

Manufacturer narrative:
Product ID 8781, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type catheter product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the patient¿s pump was explanted on (B)(6) 2013 due to infection. The physician reported a sheering of the catheter. The medication infused was lioresal.

Manufacturer narrative:
The initial analysis result of the catheter was coded reliability non-conformance. This tear in the silicone seal issue was further investigated internally and concluded that the correct coding should be no significant anomaly and/or explant damage. Analysis of devices with observed tears in the seal near the guide ring determined that the anomaly does not affect device performance or its ability to meet product specifications. The tears in the seal material do not affect the connector performance and they do not prevent the connection from remaining patent or create a leak condition. In addition, there are no allegations of embolisms due to tear. These tears in the seal also do not present a performance issue to the connector if the catheter is reconnected.

Manufacturer narrative:
Correction: previously reported analysis of the catheter although revealed a tear in the sutureless connector seal near the guide ring, it was concluded that this was not a significant anomaly and didn¿t affect in-vivo function.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.